Event description:
Caller reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no reported information on whether there was an adverse impact on the customer's blood glucose level. Technical support instructed the caller on proper pressing techniques and resolved to replace the pump, and ensured shipping details. The caller was advised to use multiple daily injections as a backup therapy and to allow the pump's battery to fully deplete before returning it, using a pre-paid label provided by technical support.